Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was in the emergency room due to high blood glucose of 421mg/dl. The nurse stated that the customer experienced stomach pains and nausea. Troubleshooting was performed, and the time/date was incorrect. Assisted the caller correcting them. The customer believes the blood glucose meter was not reading correctly. The caller stated that her glucose level was over 300mg/dl, then she started feeling funny and took the appropriate amount of insulin, but her blood glucose was over 50mmg/dl. The nurse stated that the drive support cap appears to be normal. The customer did not want to continue testing and requested a replacement. No further information was provided.